Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable as no medical intervention or prescribed medical treatment occurred. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that 1 patient underwent an initial knee surgery and subsequently experienced a case of pes anserine tendonitis. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : journal article citation: nakasone, c., weber, I., israelite, c., & cholewa, j. (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee, 53, 264¿272. Https://doi.org/10.1016/j.knee.2025.01.010. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.